Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer also had blood glucose level of 475 and 32 mg/dl. The customer feels ok to troubleshooting high blood glucose levelthe customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual bolus. The drive support cap appears flush. Customer reported that the event was resolved by changing complete set. The customer was mentioned motor error and offered troubleshooting and they stated that they were able to complete insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No motor error alarm and no delivery alarm noted. Motor passed motor test.